Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no,), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic repair with implant of 3dmax mesh (device 1). Per operative notes, ¿a small umbilical defect was reduced and closed primarily with sutures. In the left groin, the hernia defect stripped all the way down to the pelvis was noted. A 3dmax mesh (device 1) was placed and reinforced, secured at the bottom of cooper¿s ligament. The peritoneum was closed and secured the upper edge of the mesh with sutures.¿. On (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax mesh (device 2). Per operative notes, ¿an obvious defect at the direct space with crinkled mesh (device 1) stuck up on perineum and pulled into the direct defect was noted. A small indirect cord lipoma that was herniating through the internal ring was reduced and lower edge of the defect was closed with sutures. An extra-large 3dmax mesh (device 2) was placed in the left side and tucked lateral to the internal ring. The peritoneum and fascia was closed and secured with sutures.¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.